Event description:
On an unspecified date, leakage of an unspecified fluid/infusate from a chemosafelock connecter was reported; however there was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).